Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was reporting a very bad rash under the back therapy electrodes. The skin was broken and bleeding. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient did discontinued use of the lifevest but there is no indication that this was due to the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.